Manufacturer narrative:
Issue occurred during planned/non-emergency treatment. The procedure was completed as planned by using the wired footswitch. It was reported to philips that the fluoroscopy switch on the wireless footswitch was not working. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite, and found that the wireless footswitch (wfs) was not working due to mechanical problem and switch 1 on the wfs fluoroscopy unit was not functioning properly. To resolve the issue, fse removed the foreign matter from wireless foot switch, cleaned the foot switch. After repairs the device returned to good working order. An update has been made to the instructions for use regarding the charging and handling of the wireless footswitch. It is now necessary to keep the wired footswitch continuously connected. Consequently, as outlined in the sequence of events, utilizing an alternative footswitch or hand switch allows the procedure to proceed with little to no interruption, and any malfunction is unlikely to result in death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the fluoroscopy switch on the wireless footswitch was not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.